Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 71.0, 77.0 and 78.5 cm from the proximal end. The introducer sheath was loaded backwards onto the ruby coil lp. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the introducer sheath was loaded backwards onto the device and pusher assembly kinks. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows it to seat properly onto the pusher assembly mid-joint. If the introducer sheath is loaded backwards onto the ruby coil lp, resistance may be experienced during advancement. During functional testing, the introducer sheath was removed from the ruby coil lp distally, and the device was re-sheathed properly. The ruby coil lp was then advanced through its introducer sheath and a demonstration microcatheter with resistance due to the kinks on the pusher assembly. The pusher assembly kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps. During the procedure, the physician was unable to advance a ruby coil lp within its introducer sheath. The scrub technologist then retracted the ruby coil lp but was unable to re-sheath it; therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.